Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's glucose reached 410 mg/dl, while wearing the pod between 49 and 71 hours. Upon inspection, it was noticed that the cannula was not properly inserted into the skin. Hyperglycemia treated by activating new pod and bolus.